Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage was noted. The target lesion was located in the mid left anterior descending (lad) artery and was pre dilatated with an unspecified 2.0x15mm balloon. The physician advanced the 3.0x20mm taxus liberte drug eluting stent into the guiding catheter however resistance was encountered. He then withdrew the stent delivery system from the guide catheter. Upon withdrawal, stent damage was noted on the distal edge of the stent, it was flared near the balloon tip. The physician then changed to another 3.0x20 taxus liberte drug eluting stent and successfully completed the procedure. Postive results were confirmed by angiography. No patient complications were reported.

Manufacturer narrative:
Returned product analysis confirmed the difficulty stated in the complaint. Visual examination noted the presence of stent damage. One distal stent strut was raised. This type of damage is consistent with the device encountering some form of restriction. The balloon was visually and microscopically examined. No visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported difficulty is determined to be handling damage.